Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd ultra-fine¿ pen needles 32g x 4mm - pentapoint¿ comfort investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 0008839 for needle clog. This is the 2nd. Related complaint for needle clog on lot # 0008839. Ref.: gcs pr #'s 4701072, 4834317. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pen needles 32g x 4mm - pentapoint¿ comfort was unable to deliver insulin. The following information was provided by the initial reporter: insulin does not come out of the needle.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ pen needles 32g x 4mm - pentapoint¿ comfort was unable to deliver insulin. The following information was provided by the initial reporter: insulin does not come out of the needle.